Manufacturer narrative:
H6. Health effect impact code: f12, serious injury/illness/impairment has been added.

Event description:
The user facility reported a 55-year-old male with an impella 5.5 for pre-op placement. During support, a small amount of blood was found in the sterile sheath. The patient had a jp drain that was also draining. Ptt supra therapeutic at over 85, and bivalrudin was placed on hold. Surgeon took down dressing and engaged and re-engaged the blue lock to make sure it was locked and he stated that it felt normal. It was believed by the surgeon that the blood was from around pocket of surgical cutdown that was bleeding when patient laid on side to sleep overnight. There was no treatment for bleed. Additionally, the nurse reported hematuria. Care team did not addressed it.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received on january 7, 2026. Clinical assessment: a (B)(6) year old patient received an impella 5.5 implanted via right subclavian artery previous to high-risk surgery. Staff noticed a small amount of blood in sterile sheath. Patient had jackson pratt drain that was also draining. Catheter position has not changed per cm marking. Echo was orderd. Automated impella controller console shows appropriate numbers for impella running at performance level 7. Surgeon took down dressing and engaged and re-engaged blue lock to make sure it was locked and he stated that it felt normal. Surgeon said that it could be blood from around pocket of surgical cutdown that was bleeding when patient laid on side to sleep overnight. Surgeon stated he is ¿not concerned¿ about impella function. Plan for patient is to get a heartmate, so impella will be removed. There is no drop in hemoglobin and no blood products given as of now. Nurse reported hematuria and also noted waveforms are decoupled. A complaint was filed on the blood in sterile sleeve and hematuria noted. Further, hemoylsis was mentioned, however resolved in one day on its own without intervention.

Manufacturer narrative:
B5 clinical narrative was added since it was omitted in the initial report. H6 medical device problem code updated.

Event description:
Clinical review/rationale: an impella 5.5 was inserted for pre-operative placement via right axillary artery for pre-operative placement in a 55 year old male. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient was receiving support with the 5.5, when on day three of support a small amount of blood was observed in the sterile sheath, approximately 1-2ml. The patient also had a jackson-pratt drain that was draining. The patient's partial thromboplastin time was over 85 and bivalrudin was held. The catheter position had not changed per the marking and the device was appropriately running at p-7. The dressing was removed and blue lock engaged and re-engaged with no concerns. The blood was considered to be from around the pocket of the surgical cutdown that was bleeding when the patient slept on their side. Also reported was hematuria, in which hemolysis resolved without intervention. The device was explanted. Hemolysis and bleeding are a known potential adverse events of the impella 5.5 per the instructions for use.

Manufacturer narrative:
Updated information: d4 catalog number updated. H6 med dev prob codes added a0401, a12, a141204, and a01.